Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set had air bubbles in the tube and insufficient blood flow into the tube.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and minor nicks were observed on the male luer taper, which could have attributed to the air bubbles noted by the customer. Although no issues were found relating to a clog in the sample flow path. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for air bubbles with the incident lot was acknowledged. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that bd vacutainer® push button blood collection set had air bubbles in the tube and insufficient blood flow into the tube.